Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. Functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.